Event description:
Information received indicates the right intermediate siderail will not latch.

Manufacturer narrative:
The technician isolated the issue to a bent latch mechanism. He replaced the right intermediate siderail to repair the bed.